Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection".

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus xc in the lips using the packaged needle. Prior to the injection the patient was given chlorhexidine and ice post injection. During injection, the syringe blew off while the needle tip was in the patient's face and the product ended up on the patient's skin and injector's hand. There was no patient injury.